Manufacturer narrative:
Hpc# (B)(4). Sterimate# (B)(4). W2e reg, needle valve, hp flow cntrl clogged. Poor/no water flow due to a partially clogged hp cable. Poor water pressure/flow due to debris buildup in water solenoid. Clogged duckbill filters causing poor air/powder flow. Flattened and pinched tubing. Powder bowl cracked. Peeling foot pedal pad. Worn battery door water supply hose quick disconnect leaking water/corroded. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. DHR review is not required because the product is outside of useful life and the customer issue is a known hazard.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron jet plus g137, they allege that the handpiece and insert are heating up during use. No injury was reported from the alleged event.